Event description:
It was reported that the nc trek rx was used to post dilate the 3.5x18 bare metal stent in the non-calcified, mildly tortuous, posterior descending coronary artery to right coronary artery target lesion. There was no resistance reported during advancement to the target lesion. This physician inflates and deflates balloon dilatation catheters himself, rather than the technician doing this. When the nc trek rx was inflated to 14 atmospheres, the doctor commented that it "felt funny". It was thought that the nc trek rx had ruptured with the first inflation as evidenced by the contrast seen distal to the lesion. The entire nc trek rx was removed from the lesion without any resistance reported and the procedure was completed. No other dilatation catheters were used. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.